Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 07-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 07-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no"

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter in law is calling on behalf of the customer. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms related to diabetes. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of hi fasting using meter. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is about 1-2 weeks ago. The meter memory was reviewed for previous test result history. (B)(6).